Manufacturer narrative:
Continuation of d10: product ID: 97755 (serial: unknown); product type: 0213-recharger; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they went through their booklet and made sure everything was set up according to the book, but they don't know if it's not the right stimulation. Patient mentioned that every once in a while, it will feel like it's getting an electric shock in their lower back where the stimulator is and their l leg feels like it was getting shocked. This is reported to have began on the 30th. Patient stated the old recharger was giving them trouble.